Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with two unspecified saline implants experienced postoperative right-sided capsular contracture (grade unknown) and suffered several unexplained systemic symptoms, including mixed connective tissue disease (lupus scleroderma rheumatoid arthritis skin issues), gastrointestinal issues, diarrhea, vision problems, bone spurs in spine, bone spurs in feet, seizure disorder, hair loss, thyroid issues - possibly hashimotos. The patient was diagnosed with non-hodgkins lymphoma twice and lymph nodes were removed. However, it was negative. In the last 3 years, the patient has been experiencing severe gastrointestinal issues (constant diarrhea) without ibs, vision problems (part of mixed connective tissue disease because it has flare ups). The patient also developed seizure disorder 3 years ago. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the right prosthesis.